Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power button cannot be pressed due to misalignment of the power switch should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the video system center¿s power button could not be pressed and misalignment of the power switch. There was no patient involvement.